Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. A 10.0 x 20, 135cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.